Event description:
Boston scientific received information that the patient with this lead did not want a pulse generator system any longer. An explant procedure was performed. This lead was not able to be completely removed and four to five inches remain implanted in the patient. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.